Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system presented at a follow-up visit with an infection. The patient had been given antibiotics prior to the visit. The system was explanted the next day.

Manufacturer narrative:
Additional information: section d4 - expiration date and unique identifier. Section h4 - device manufacture date. Section h10 - manufacturer narrative. The explanted evoke spinal cord stimulation (scs) system was discarded by the hospital. The cause of the infection could not be determined, scs system was explanted to resolve the infection. Infection that may require hospitalization with intravenous antibiotic therapy and surgery (including revision, explant, and replacement) is listed as a potential risk in the manufacturer's instruction for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.